Event description:
It was reported that on literature review "ankle arthrodesis using the taylor spatial frame for the treatment of infection, extruded talus and complex pilon fractures", 2 patients suffered from leg length discrepancy (lld) after external fixation treatment with the taylor spatial frame system. Both patients required heel rise permanently. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed, nor could the clinical root cause of the reported leg length discrepancy (lld) reported in the two patients be determined. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. According to the complaint the two patients were treated with heel rise permanently. The impact to the patient beyond that which has already been documented in the article could not be confirmed nor concluded based on the information provided. Therefore, no further clinical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication, fit/sizing issue and/or healing factors. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).